Event description:
The facility rep reported that the device did not deliver any of the unspecified medication. This was found during pt use, with no pt injury reported or medical intervention needed. Although baxter attempted to obtain info, details were not avail regarding add'l contact info. No add'l info is avail.

Manufacturer narrative:
The pump has been requested for eval. When the pump has been received, and an eval has been performed. A f/u report will be filed. This report represents all info known by the reporter at this time.